Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.

Event description:
The manufacturer's representative reported pump volume discrepancies at two refill appointments. The actual residual volume (arv) was greater than the estimated residual volume (erv); specific volumes were not provided. The patient's symptom included an increase in spasticity. The hcp explanted and replaced the patient's pump after 4 months implant duration. The drug contained in the patient's pump is lioresal intrathecal (concentration/dose unknown). The patient's final outcome is unknown at this time. Additional information has been requested, but was not available at the time of this report.